Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# unknown, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced an "exacerbation" several days after a (B)(6) 2015 dose increase (from 100 mcg/day to a dose of 420 mcg/day) and was seen in the clinic 10 days later. The patient had previously been admitted to another hospital for itp (idiopathic thrombocytopenia purpura) exacerbations since the (B)(6) 2015 refill. The patient had been admitted 3 times to the hospital in the two months prior to (B)(6) 2014 for approximately 3 weeks of inpatient service. The admitting symptoms were palpable purpura on the trunk, neck, face, and inside the mouth, as well as rectal bleeding. The patient has had rituxan (rituximab) infusion, ivig (intravenous immunoglobulin) and IV (intravenous)/oral steroid treatment. The patient's mother was concerned that the increase in frequency had been since the concentration of drug was changed to 1000 mcg/ml. The patient had previously been admitted "only once per year or so." The patient's mother was interested in decreasing the daily dose of gablofen given the increase in itp flare and "lack of significant response as far as tone was concerned." The gablofen concentration was changed back to 500mcg/ml. The healthcare professional (hcp) continued to increase the dose at roughly one week intervals and the patient was currently receiving 576mcg/day simple continuous at 500mcg/ml. The patient's platelet count has recovered and had been "stably above 100." The hcp did not believe there could be a connection with the gablofen concentrations and the exacerbations. The outcome of this event was not reported.

Event description:
Additional information received reported the patient¿s blood disorder was not related to the pump in anyway, the doctor just contacted the reporter to ensure that the gablofen would not interact with the patient¿s medications for the blood disorder. The manufacturer representative (rep) re-directed the doctor to the drug manufacturer. Since the issue was not related to the pump he was not given any further information regarding symptoms or anything else. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was currently in the hospital. It was noted in the past month the patient had been hospitalized three times. The patient had a blood disorder and the patient was not responding to his normal oral or intravenous (IV) medications. The patient¿s family was wondering if the pump was affecting it and wanted to see if a manufacturer representative (rep) could come to the hospital to check the patient¿s pump. The patient had a history of immune thrombocytopenia (itp). On (B)(6) 2014 the patient had an episode and was treated with ¿renro¿ then sent home. On (B)(6) 2014 the patient was admitted and was given intravenous immunoglobulin (ivig). A three day course of prednisone was also given and the patient was sent home on the (B)(6) 2014. It was further reported 12 days later the patient¿s platelets were low so the patient was admitted again on (B)(6) 2014 or (B)(6) 2014 and was given ivig then a four day course of dexamethasone. It was further reported the mother of the patient wanted the pump turned down as she believed it was interfering with the itp. The pump was being used to deliver gablofen. It was unknown if it was confirmed the pump was affecting the patient¿s blood disorder and interventions and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.